Event description:
Per the clinic, there was no evidence of auditory benefit provided by the device, and the issue could not be resolved.the device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the correct date of the initial report and the date received by manufacturer is (B)(6) 2012; not (B)(6) 2012 as previously reported. This report is filed september 27, 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).